Manufacturer narrative:
The root cause for the leak was a tube cap particle clogging the nrbc chamber, which was resolved after the fse performed the services. (B)(4).

Event description:
Customer called to report a diluent leak coming from the bottom of the mix chambers of the unicel dxh 800 coulter cellular analysis system during start up. Customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. Customer did not come in contact with the fluid and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event. The field service engineer (fse) observed that the leak was caused by a plug in the nucleated red blood cell (nrbc) chamber. The fse flushed out the chamber waste port and found that the obstruction were particles of top cap from the tube. There was no further evidence of leaking. The fse then verified the repairs per established procedures.